Manufacturer narrative:
Corrected information was provided in d4 (serial, catalog, primary UDI number). Upon review, the section d primary UDI, catalog, and serial number have now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details. The root cause of the hemolysis was not determined due to lack of sufficient clinical details and unreturned product and logs for further investigation. The root cause of the placement signal issue was not determined due to lack of sufficient clinical details and unreturned product and logs for further investigation.

Manufacturer narrative:
This report is being submitted to correct information provided in a previously submitted MDR. D4. Primary UDI number was omitted from the initial MDR submission and has now been added. H6. Health effect ¿ clinical codes e601 (arrhythmia) and e030202 (thrombocytopenia) were omitted from the initial MDR submission. These codes have now been added to accurately reflect the reported health effects.

Event description:
An impella 5.5 device was inserted surgically into the right subclavian artery in a 66-year-old male patient presenting in cardiomyopathy, scai stage c shock, and was on multiple inotropes and vasopressors, prior to initiation of support. While in the intensive care unit (ICU), the patient was positive for heparin-induced thrombocytopenia (hit). The heparin drip was switched to argatroban. The patient also was having frank hemolysis despite the plasma free hemoglobin (pfhgb) being normal. An echocardiogram was ordered to rule out positioning issues. A few days later, the patient would go into ventricular tachycardia (vt) while standing or ambulating. An echocardiogram was performed and the impella was measuring 5.4cm from av annulus. The team opted to not reposition. The patient remained stable. The following day, there were position unknown alarms. There was ectopy with movement but the patient was asymptomatic. The post-procedure outcome is survived at explant, bridge to heart transplant. Arrhythmias, particularly vt, are common complications during impella 5.5 support, often driven by the mechanical interaction of the device within the heart, underlying myocardial disease, or position-related. Hemolysis and thrombocytopenia are listed as potential adverse events and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional information from the complainant reports the device is unavailable for return.

Manufacturer narrative:
B5. Additional event description added. D1. Brand name updated.